Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission, non-sustained rv oversensing due to myopotential oversensing was observed. Programming changes were made and no more oversensing episodes were seen. Patient was asymptomatic and stable throughout.